Manufacturer narrative:
Investigation summary: the device associated with this complaint was returned and a physical investigation was performed. An approximately 3cm catheter section, port housing and catheter lock was returned. The lock was attached to the port outlet, however the catheter over the outlet tubes was not fully assembled. This was confirmed through a visual inspection through the window on the back of the port housing. There was no evidence of bruising, calcification or damage such as kicks, abrasions, punctures on the catheter surface. There were puncture marks evident in the septum. When flushed with water and needle, a leak was able to be reproduced and seen from the back of the port due to the improper assembly. The instructions for use were reviewed and per the IFU system assembly instructions: the catheter should be positioned against the port body, completely covering the port outlet tubes, this can be visualized through the window in the bottom of he port body (fig 9 ref b) the IFU also cautions that improper catheter connection may result in leakage. The device history record was reviewed, including the manufacturing and quality control activities. All process steps were complete and signed off by trained personnel. There are no signs in the device history record to indicate that this device was shipped to the field nonconforming. The complaint was confirmed through visual and physical inspection with the root cause associated with user technique.

Manufacturer narrative:
Brand name: vital-port detached silicone catheter with introducer set dual titanium infusion port. (B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The customer reported that, when a picture of the vital-port detached silicone catheter with introducer set dual titanium infusion port was taken under fluorescence, a leak was discovered in the port. The device was removed from the patient and replaced with another product. The leaking port was retrieved with no further issues. The device is reportedly available for return; however, as of the date of this report, no device has yet been received for evaluation.